Manufacturer narrative:
Block e1: (B)(6) block h6: medical device code a0401 captures for the reportable investigation results of guide catheter detached. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent returned attached to the push catheter and it was observed damaged. Additionally, it was found that the guide catheter was broken and stretched, the push catheter was observed torn and kinked. Microscope inspection revealed that the suture hole on the push catheter was observed torn and the stretch on the guide catheter was inspected under magnification, torn on the push catheter had evidence that a mechanical tool was used. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the stent returned attached to the push catheter by the suture thread, the stent was observed damaged, the guide catheter was found broken and stretched, push catheter was kinked and torn, microscope inspection revealed that the suture hole on the push catheter was torn and that the torn on the push catheter had evidence that a mechanical tool was used. Since the stent returned attached to the push catheter by the suture thread, the stent was damaged and that the suture hole was found torn, these findings evince that the suture failure to deploy and the suture thread presented issues to deploy the stent, those failures can be related to the other found issues. The push catheter kinked may be related to user manipulation, some technique applied during procedure and/or tortuous anatomy, once the push catheter was kinked and the user tried to release the stent, resistance could be experienced. This resistance could incite the user to apply an extra force to release the stent; this caused the stretch and break observed on the guide catheter. The action of trying to deploy the stent while resistance was experienced may have led to the tear on the suture hole and also the damage on the stent. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction to block h6: medical device code a0406 captures for the reportable investigation results of stent damaged.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2021. During the procedure, when the stent was tried to deploy, the suture did not come off. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury. Investigation results revealed that the guide catheter detached and stent damaged, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
Initial reporters city: (B)(6). (B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent returned attached to the push catheter and it was observed damaged. Additionally, it was found that the guide catheter was broken and stretched, the push catheter was observed torn and kinked. Microscope inspection revealed that the suture hole on the push catheter was observed torn and the stretch on the guide catheter was inspected under magnification, torn on the push catheter had evidence that a mechanical tool was used. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the stent returned attached to the push catheter by the suture thread, the stent was observed damaged, the guide catheter was found broken and stretched, push catheter was kinked and torn, microscope inspection revealed that the suture hole on the push catheter was torn and that the torn on the push catheter had evidence that a mechanical tool was used. Since the stent returned attached to the push catheter by the suture thread, the stent was damaged and that the suture hole was found torn, these findings evince that the suture failure to deploy and the suture thread presented issues to deploy the stent, those failures can be related to the other found issues. The push catheter kinked may be related to user manipulation, some technique applied during procedure and/or tortuous anatomy, once the push catheter was kinked and the user tried to release the stent, resistance could be experienced. This resistance could incite the user to apply an extra force to release the stent; this caused the stretch and break observed on the guide catheter. The action of trying to deploy the stent while resistance was experienced may have led to the tear on the suture hole and also the damage on the stent. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2021. During the procedure, when the stent was tried to deploy, the suture did not come off. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury. Investigation results revealed that the guide catheter detached, therefore this event has been deemed an MDR reportable event.